Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. A2, a3, a4: age, gender and patient weight were requested, but are unknown as of now. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b21, c21: the device will be arranged for transition to gore. Product will be evaluated, when returned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was planned to be implanted for a patient in the external iliac artery. An 8fr sheath (boston scientific) was used to deliver a 7 mm balloon (unknown manufacturer) to pre-dilate the vessel before the viabahn device was loaded onto a stiff amplatz wire (unknown manufacturer) after being flushed externally. According to the physician, the viabahn device went into the wire and then into the sheath but stopped then suddenly and would not go any further. The physician took the viabahn device out and noticed that the deployment string that runs down the back of the viabahn device was loose. The physician continued to pull the viabahn device back through the sheath and when it came out the physician noticed that the undeployed viabahn device and catheter had detached from the catheter above it. Another 8x25 viabahn device was loaded onto the same wire and sheath and was implanted successfully in the patient.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b21, c21: the device was received and is being evaluated currently.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was planned to be implanted for a patient in the external iliac artery for the treatment of peripheral artery disease. An 8fr sheath (boston scientific) was used to deliver a 7mm balloon (unknown manufacturer) to pre-dilate the vessel before the viabahn device was loaded onto a stiff amplatz wire (unknown manufacturer) after being flushed externally. According to the physician, the viabahn device went into the wire and then into the sheath, but stopped then suddenly and would not go any further. The physician took the viabahn device out and noticed that the deployment string that runs down the back of the viabahn device was loose. The physician continued to pull the viabahn device back through the sheath and when it came out, the physician noticed that the undeployed viabahn device and catheter had detached from the catheter above it. Another 8x25 viabahn device was loaded onto the same wire and sheath and was implanted successfully with no harm to the patient. As the physician had deployed many viabahn devices before and there was nothing different in this procedure with the two viabahn devices, the physician had no suspicion on what happened with the first viabahn device.

Manufacturer narrative:
H3 other: h6 codes b14, b01, c19, d15: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report conclusion: the primary reported failure mode, related to the device getting stuck in the sheath during advancement, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory. The root cause of the primary reported failure mode could not be established with the available information. The secondary reported failure mode ¿ related to unintended deployment line unraveling within the sheath ¿ is consistent with the engineering evaluation findings of a partially deployed outer zipper, deployment line loose at the transition, and an attached knob at the hub. This unintended deployment of the outer zipper and loose deployment line are consistent with a device interaction during withdrawal from where the device was reportedly stuck in the sheath; however, the root cause of this secondary reported failure mode could not be established with the available information. An additional reported failure mode, related to distal shaft detachment, is consistent with the engineering evaluation findings of a separated distal shaft from the transition. While the distal shaft was not detached at the bond, it was observed that there was a transition bond separation. There was evidence seen from the engineering evaluation indicating that the device was run through the transition bonding process during manufacturing: there were no lips or collars visible at the transition bond site on the dual lumen catheter, and the imprint of the braided distal shaft was visible within the guidewire lumen. The root cause of this additional reported failure mode could not be established with the available information. The returned device also exhibited a catheter kink. The cause for this damage could not be determined, but it is consistent with damage resulting from the inability to advance and/or difficulty with insertion, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was planned to be implanted for a patient in the external iliac artery for the treatment of peripheral artery disease. An 8fr sheath (boston scientific) was used to deliver a 7 mm charger balloon (boston scientific) to pre-dilate the vessel before the viabahn device was loaded onto a stiff amplatz wire (boston scientific) after being flushed externally. According to the physician, the viabahn device went onto the wire and then into the sheath but stopped then suddenly and would not go any further. The physician took the viabahn device out and noticed that the deployment string that runs down the back of the viabahn device was loose. The physician continued to pull the viabahn device back through the sheath and when it came out, the physician noticed that the undeployed viabahn device and catheter had detached from the catheter above it. Another 8 x 25 viabahn device was loaded onto the same wire and sheath and was implanted successfully with no harm to the patient. As the physician had deployed many viabahn devices before and there was nothing different in this procedure with the two viabahn devices, the physician had no suspicion on what happened with the first viabahn device.